Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -5.50/6.0/019 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022 . Excessive vault was observed. Lens remains implanted. Cause reported as device. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).